Event description:
A cervical fusion was being done with the use of a radiolucent skull clamp while the pt was in the prone position. The surgery was in progress approx one hr when the unit slipped. "The head frame appeared to loosen during the surgery causing a small but discernable shift in the pts head. On inspection, the clamp had loosened to 40 pounds pressure from 60 pounds as it has been set before the procedure." The pt incurred an approximate 1cm laceration which was closed with skin staples. After the slip, the pts head was inspected and the clamp was loosened and retightened. No revision was required. The pt had no direct consequences from this.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.